Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) system displayed oversensing and pacing inhibition on the right ventricular (rv) channel. The pacing inhibition did not result in asystole. The root cause for the clinical observations remains unknown. The decision was made to surgically abandon and replace this rv lead. No additional adverse patient effects were reported.